Event description:
It was reported that during a coronary stent procedure of a totally occluded lad, the lesion was wired with a choice pt and a maverick otw catheter was advanced over the wire. The choice pt was removed and another manufacturer's wire was advanced. The maverick otw catheter was inflated and then removed. Another maverick was advanced, inflated and then removed. A cutting balloon was then advanced, inflated and removed. The express2 was advanced to the lesion and during inflation the balloon did not appear to fully inflate. The express2 was removed and re-prepped. The express2 was again advanced to the lesion and inflated. The distal 25% of the balloon did not appear to inflate and the balloon was taken to 9 atm's. The physician then pulled negative on the encore inflation device and attempted to remove the balloon which then became stuck. After some manipulation the balloon catheter came free from the stent, however, during the manipulation the guide catheter deep seated the lad (no damage). The stent appeared to be fully apposed, however, the physician was unable to re-cross with a wire and the procedure was completed. Patient status is listed as "okay".